Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(4). A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. Results of the optical measurement showed that the lens was within specification in terms of optical power. A search on complaints revealed that no other complaints for this production order were received to date. The directions for use (dfu) were reviewed and provides the following. Some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. These may include a perception of halos or glare around lights under nighttime conditions. It is expected that, in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance, particularly in low illumination conditions. On rare occasions these visual effects may be significant enough that the patient will request removal of the multifocal iol. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient who had underwent implantation of intraocular lenses (iols) in both her eyes, contacted amo to share her experiences. The patient stated she has been seeing spots in her vision after her surgery, which was about 6 weeks ago. She states she has already talked to her doctor about the issue who has not provided any resolution. She was implanted with two (2) amo iols. Right eye was implanted on (B)(6) 2015, and the left eye was implanted on (B)(6) 2015. She stated that the first two (2) weeks after the last surgery was good. Until suddenly, she developed the halos/glare/spots in her vision. She began to see double, her eyesight deteriorated and she claims that she cannot read the newspaper comfortably now. However, she can still drive although she has to be really careful. The date of onset of the patient's symptoms is unknown. She doesn't have any major medical conditions such as heart disease, hypertension, diabetes, etc. She's taking hormone meds and vitamins only aside from her eye meds. She went to her doctor for follow-up who referred her to another doctor who did multiple tests but both doctors tell her that they cannot do anything more for her and they cannot even tell her the cause of her symptoms. But if she wants, the only thing they can do is to explant the iols and replace them. When asked for her doctors names and contact information, she did not want to provide them. She was asked for permission to contact her doctors; but she refused. She also refused to give her age and date of birth. It was recommended to the patient that her doctors are the medical experts and that they are the ones who should and could help her with her medical concerns. Patient said that her right eye sees a lot better than the left eye. Right eye was implanted first. She said that she followed up with an eye specialist who stated that she has astigmatism. Patient will see the eye specialist again (B)(6) 2015, for follow-up. No meds were given to her. No other information was provided. This report represents the lens implanted in the patient's left eye. A second MDR will be provided for the lens implanted in the patient's right eye.